Event description:
It was reported that surgeon reported the case of l1 fracture where 4.5 & 5.5 screws have been inserted .when applied the anti turk with tightening of the set screw, the head was broken as in the attached images. During tightening of the set screw it was easy and went in correct direction. The broken screw has been removed.

Manufacturer narrative:
Device history review; complaint history review; risk assessment; manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. An inspection could not be performed as the products were not received. The root cause cannot be determined conclusively.

Event description:
It was reported that surgeon reported the case of l1 fracture where 4.5 & 5.5 screws have been inserted .when applied the anti turk with tightening of the set screw, the head was broken as in the attached images. During tightening of the set screw it was easy and went in correct direction. The broken screw has been removed.